Event description:
It was reported that during set up, the compressor on a 980 ventilator went inoperative. The ventilator was not in use on a patient at the time of the reported event. The covidien service engineer (se) inspected the device and could not duplicate the reported event. The se performed extended self-testing on the device and all tests passed.